Manufacturer narrative:
If explanted, give date: not applicable as the lens remains implanted and therefore not explanted. (B)(6). Device evaluation: the lens remains implanted in the patient's eye, therefore a failure analysis of the complaint device cannot be completed. A review of the device history record, labeling, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that during the implantation of the intraocular lens (iol), the tip of the cartridge was cracked. The account commented that the cartridge tip was ''like a duck's beak, open at the sides''. Reportedly, the lens was loaded correctly. The optic of the lens was damaged in its periphery. The lens was very hard. No patient injury was reported and the lens remains implanted. No further information was provided. Two mdrs will be submitted. This report is to record the lens. A separate report will be filed for the cartridge.